Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the repair technician indicates that a melted c-cover opening was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.